Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to capsular contracture, baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "capsular contracture and experiencing a lot of pain," "has a rash on her chest that comes and goes...it looks like "ringworm." And has been "experiencing thyroid issues;" not related to the device. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient representative reported left side "plaintiff was implanted with biocell textured breast implants and suffered, or will suffer, painful removal procedures as well as any treatment, therapy, recovery, and expense associated with the removal of the biocell textured breast implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl including: mental anguish, increased risk of alcl, evaluation for alcl, the potential for the development of bia-alcl, and any condition or symptoms associated with bia-alcl or the prevention of that issue. Plaintiff experienced breast swelling, lumps in the breast or armpit, chronic breast pain and deformity, lymph node removal, redness or rashes, hardening of breasts, and capsular contracture [baker grade unknown]. Additionally, plaintiff suffered aggravation of underlying conditions including emotional distress and anxiety, as well as loss of quality of life and low self esteem; and other physical and emotional manifestations that are severe and ongoing." Plaintiff has not been diagnosed with bia-alcl. Patient representative additionally reported the following events, which are not device-related: "back pain, chronic fatigue, hypothyroid disease, hair loss, chronic nasal congestion, brain fog, headaches".